Manufacturer narrative:
Evaluation method the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that the weight of the lifevest was pushing on a patient's hemorrhoids, causing them to bleed. It was reported that the patient is on blood thinners, which makes the bleeding more severe. The medical outcome of the reported bleeding is unknown.